Manufacturer narrative:
A visual, dimensional and functional inspection could not be conducted since the device sample was not returned. The 780-36kit assembly process and manufacturing procedure was reviewed and no findings that can potentially relate to the reported issue were found. A device history record (DHR) review could not be conducted since the lot number was not provided. The product IFU (instructions for use) states several warnings in order to prevent overheating of the circuit. The customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine the root cause.

Event description:
The complaint was reported as: the circuit was damaged, warm and collapsed during use. The circuit was placed on a patient just out of surgery to aid in breathing, allowing the surgery patient to rest and let the ventilator assist. No blankets or other cloth articles were lying on top of the circuit. The temperature was set at 37 degrees at the patient and the ventilator. No rain out noted in the circuit at the time the damaged circuit was discovered. The circuit was replaced with another. The patient suffered no trauma or comprise to health or safety. No emergency intervention was required.